Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug (did not ask n/a at did not ask n/a) via an implantable pump for unknown indications for use. It was reported that the next morning, they were not feeling better, they used their personal therapy manager (ptm) to obtain bolus. A screen appeared with an urgent critical warning, indicating that the pump had been off for the past 85 hours. The patient tried to call their doctor but was informed that the doctor was on vacation. Instead, they spoke to a nurse who advised them to go to the emergency room. The patient tried their ptm again and this attempt took them to the bolus and started to bolus. The patient might still be experiencing withdrawal symptoms due to not knowing to correct status of their pump. The nurse verified that the pump had been off before magnetic resonance imaging (MRI) on (B)(6) 2024 to (B)(6) 2024. The patient mentioned that this was the second time their pump had stalled without sounding an alarm.

Event description:
Additional information was received from a healthcare provider (hcp) reporting that the patient was advised to go to the emergency room (ER). The patient attempted personal therapy manager (ptm) bolus twice and was successful and on 2nd attempt with improvement of symptoms. The patient's withdrawal symptoms were resolved after the ptm bolus. It was reported that the pump was in telemetry state and was interrogated on (B)(6) 2024 at 2:11 pm with motor stall recovery noted on (B)(6) 2024 at 10:09 am consistent with the time of the 2nd ptm bolus attempt brining pump out of telemetry.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.